Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown gmrs extension piece. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
A revision of the left knee was required due to fracture of the gmrs extension piece. The surgeon stated that the patient was compliant and no trauma was reported.

Manufacturer narrative:
An event regarding stem fracture involving an unknown gmrs extension piece was reported. The event was confirmed on an x-ray that was provided. Not performed as the device was not returned for identification or evaluation. Insufficient medical records were received for review. The clinician indicated that no trauma was reported but no other clinical or radiological information is available while also no implants are available for mar. So, no conclusive diagnosis about failure mode for this device as based upon current information. Device history review and complaint history could not be performed as no device details were provided. Conclusions: a root cause of the event could not be determined because insufficient information was provided. Further information such as device evaluation, further x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and additional information become available, this investigation will be reopened.

Event description:
A revision of the left knee was required due to fracture of the gmrs extension piece. The surgeon stated that the patient was compliant and no trauma was reported.